Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving clonidine (unknown dose and concentration) and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. The rep stated that the patient had an magnetic resonance imaging (MRI) back in (B)(6) 2019 and was in today ((B)(6) 2019) for a pump refill when an alert on the tablet indicated a motor stall. The patient had no symptoms of withdrawal and heard no alarms. The rep reported that the expected reservoir volume (erv) at the refill was 3.6 ml and the actual reservoir volume (arv) was 4 ml. Telemetry state was discussed and it was recommended to re-interrogate the pump with logs. No troubleshooting could be performed due to lack of access to the product. No symptoms were reported.